Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician experienced difficulty in implanting this right ventricular (rv) lead due to torturous patient anatomy. The rv lead was eventually placed successfully and the pocket was closed. Shortly after implant, the patient reported feeling chest pain. Rv loss of capture was observed and the physician suspected the rv lead had perforated the patient causing a pericardial effusion and cardiac tamponade. Surgical intervention was performed and the rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.